Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Patient weight is unknown. Device is an instrument and is not implanted or explanted. Product investigation summary: it was reported that the handle of a titanium elastic nail inserter (part 359.219 / lot 9452140) failed intra-operatively. Additionally, it was noted that a universal t-handle (part 393.10 / lot 8644204) had a broken handle. The returned devices were examined and the complaint conditions were able to be confirmed in each instance. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. A device history review was performed for the returned instruments' lot numbers with no material record reports, non-conformance reports, or complaint-related issues identified that could have contributed to the complaint conditions. The inserter for titanium elastic nails (359.219) is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless steel elastic nails (sten). The inserter is also used in end cap insertion and removal. This information is provided per the elastic nail system technique guide. The returned instrument was examined and the complaint condition was able to be confirmed as the blue handle was found to be fractured transversely, approximately 4mm from the proximal end. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and handle. No definitive root cause was able to be determined; however, the failure modes are typically associated with rough use/handling. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review: manufacturing location: (B)(4) - manufacturing date: august 25, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that a patient underwent an open reduction internal fixation (orif) procedure of the right humerus on (B)(6) 2016. The surgeon planned to treat the patient with a titanium elastic nail (ten) system. As the surgeon was inserting the ten nail, the blue plastic portion of the handle reportedly cracked. Additionally, it was noted that the weld of the set¿s t-handle was cracked. Another t-handle was available to complete the surgery. No fragments were generated; the surgery was completed successfully with a delay of less than ten (10) minutes. During the investigation, which was completed on (B)(6) 2016, it was noted that the devices were actually broken. As a result, the parts were re-assessed and determined to be reportable. This report is 1 of 2 for (B)(4).